Event description:
It was reported that the user experienced elevated glucose after lunch and identified an infusion set issue during a tubing fill, where insulin leaked due to an incorrect set application; the user then performed a guided infusion set replacement, completed a tubing fill only, applied the new set, and confirmed insulin therapy resumed. Symptoms included hyperglycemia with a peak of 255 mg/dl. Outcomes included resolution after corrective action without hospitalization or alarms. Investigation included customer guidance and troubleshooting focused on infusion set replacement and confirmation of insulin delivery. Investigation of this case revealed an infusion set application error leading to leakage and interrupted insulin delivery, with restoration of therapy after replacing the set and refilling tubing. It was concluded, based on previously established findings for similar reports, that the cause was use error related to infusion set application. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.